Event description:
It was reported that the mountaineer screw was loaded on a mountaineer polyaxial screw driver and was inserted into the right side of c1. The surgeon had difficulty removing the driver from the poly screw as it was stuck within device. The surgeon toggled the driver and considerable force was used to remove the driver from the screw and the rest of the construct was assembled. However, a set screw would not engage on the right side of c1 as the polyaxial screw¿s inner saddle component was displaced and turned, making it impossible to engage the set screw. The polyaxial screw was removed and replaced intra-operatively. The construct was assembled without further incident. There were no adverse consequences to the patient and no significant delay. Concomitant device: mountaineer minipolyaxial screwdriver, 288304000. Mountaineer set screw, catalog# unknown.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mountaineer ls screw 3.5x26 [product code: 1883-20-326, lot no: anlb58] noted that the inner collar of the screw had turned from its proper position. No other defects or anomalies were identified during evaluation. A review of the DHR for the mountaineer ls screw 3.5x26 [product code: 1883-20-326, lot no: anlb58] was conducted. The lot was released on september 14th, 2012 and no discrepancies were observed during the manufacturing process. A review of the incoming inspection records indicated that the mountaineer screw was dimensionally to specification. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the inner collar of the screw being turned from its proper position is unknown and cannot be determined from visual inspection. As there has been no issue identified in the manufacturing or release of these devices and there have been no observed systematic trends the complaint file will be closed with no further action required.